Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient was retaining water because they were bloated. The patient also stated that they were not voiding as much as they should have been. Their water intake was more than what they were voiding; they had 2 voids the day before that were less than 100 cc¿s (3 oz). It was noted that they would be calling their healthcare provider about this issue later that day. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.